Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. The extension catheter used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The inner diameter of the nipro guideplus ii st is 0.052 inch / 1.33 mm and does not meet the requirements specified in the orsiro mission IFU (? 0.056 inch / 1.42 mm). The most probable root cause for the reported event is therefore related to the extension catheter used in the intervention.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a lesion with a stenosis degree of 90 percent in a mildly tortuous mid lad. It was attempted to deliver the stent using the guide plus, but it did not advance all the way. It was removed from the body and at that time deformation of the stent was confirmed. Another stent from another company was placed and procedure completed.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. The extension catheter used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The inner diameter of the nipro guideplus ii st is 0.052 inch / 1.33 mm and does not meet the requirements specified in the orsiro mission IFU (? 0.056 inch / 1.42 mm). The most probable root cause for the reported event is therefore related to the extension catheter used in the intervention.